Event description:
Same as MFR report# 6000089-2005-00562, 6000093-2005-00439. In 2005 the pt presented with a target lesion in the mildly tortuous, mildly calcified, 80% stenotic left anterior descending artery (lad). The lesion was not predilated. A 2.75 x 16 mm taxus express2 drug eluting stent was successfully deployed in the distal lad. The stent was post-dilated with the deployment balloon at 18 atms. The physician then placed a 3.0 x 24 mm taxus express2 drug eluting stent to the proximal lad, during deployment a distal edge dissection occurred. The dissection was repaired with a 2.75 x 8 mm taxus express2 drug eluting stent. The procedure was then complete. Approximately 7.5 hours after the procedure the pt experienced chest pain and st elevation. Pt was taken to the cath lab and repeat angiography showed a thrombus in the proximal portion of the stents. Aspiration thrombectomy was used to clear the thrombus. The area was then predilated with a 2.5 x 20 mm maverick balloon, a 2.75 8 mm vision stent was placed and post-dilated with a 3.25 x 15 mm quantum balloon. No further pt complications were reported. The pt was placed on lovenox after the product and will have a work-up for a possible coagulation disorder. The pt status is reported as "satisfactory/good".